Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-22879. It was reported that the patient presented in clinic for a device check. Upon review, the left ventricle lead was dislodged. On (B)(6) 2020, during lead revision insulation damage was noted on the left ventricle lead. The left ventricle lead was explanted. While implanting the new left ventricle lead the guidewire could not be removed from the lead. The lead was replaced with a new left ventricle lead during the procedure on (B)(6) 2020. Patient was stable.

Manufacturer narrative:
The reported event guidewire could not be removed was confirmed. Guidewire was unable to be inserted/removed into lead due to the connector region being clogged with blood/body fluids.